Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet stuck to tip eject sleeve in the reported problem area of the pipette assembly. Removed sleeve and cleaned collet and sleeve in position. The instrument was inspected, tested without further problem, and returned to expected operation.